Event description:
This device was approved with an allowance of 20% error rate on glucose readings. Because of that I've come close to dying on many occasions. I have many seizures, which kills my brain cells. The device only notifies of a low blood sugar on the insulin pump, which cannot be heard or felt at night when my glucose is low and my spouse cannot usually hear it if he's asleep. If my husband didn't wake up to use the restroom I don't know if I would have survived the last night time low. With a 20% error rate, my blood sugar based on the cgm was 54. I was unresponsive so my husband checked it with the meter and it was 20. A 20% allowable error rate can kill someone with low blood sugar. Dexcom never had that problem. Dexcom also fixed problems with their device in a few months. I have had this problem with the 670g for years, but there have been no updates or corrections. Medtronic does not fix the issues with this device. There has been a recall since nov. 2019 because the pump retainer rings crack. The only fix is to find another way of getting your insulin. When you've been on an insulin pump for 10 years or more you would not know how to go back to taking insulin manually (slow-acting/fast-acting) and how much of each. Also, if you have a lot of low blood sugars using manual insulin, it would send you back to an even more deadly low blood sugar situation. Animas would overnight a new pump and my earliest pump, disetronic would provide you with a back-up pump. Type I diabetics die much quicker from low blood sugar (hours), than high blood sugar (years). The medtronic minimed 670g pump/cgm combination is proving to be dangerous and medtronic does not have a suitable resolution. I have had many near death experiences from low blood sugar, which is why I was put on an insulin pump and later a cgm. A 20% error rate on the device that is supposed to keep me alive and avoid low blood sugars is not acceptable. This cgm is usually 20% off of what my blood glucose is per my finger stick. I also have to check my blood sugar much more with this cgm. My fingers are sore. It's as if I don't have a cgm. FDA safety report ID# (B)(4).